Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy and bleeding from scratching under the breast area. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.